Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. It was reported that the pump continued to alarm after an update following a refill. Logs showed a motor stall due to magnetic resonance imaging (MRI) earlier in the month and then a low reservoir alarm prior to the update. The pump was updated a second time. Technical services reviewed how to manually silence the alarm. It was also reported that the hcp expected 2ml and got back approximately 0.5ml or 0.6ml and wanted to know what was acceptable. Technical services reviewed product specifications of +/- 14.5% and referenced other accuracy information in the implant manual.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) regarding the patient receiving morphine (19.98mg/day at 30mg/ml) and bupivacaine (6.66mg/day at 10mg/ml) via their implantable infusion pump. It was reported that the clinic provided pump reports regarding the motor stall and low reservoir alarms. The last interrogation the clinic did of the pump on 2026-jan-28 cleared the alarms. The pump logs showed a motor stall occurred 2026-jan-21 at 9:31am and recovered 2026-jan-21 at 10:29am. The pump logs also displayed a low reservoir alarm 2026-jan-28 at 12:20pm and again at 2026-jan-28 at 1:02pm after a programming step and 'event status cleared'. The logs show 'event status cleared' again at 1:02pm and additional programming steps were completed at that time.

Manufacturer narrative:
B3. Event date updated per new information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.